Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 279 mg/dl, 304 mg/dl, 160 mg/dl and 47 mg/dl at 6:30pm; customer felt fine at the time. Customer stated after the reading of 279 mg/dl, based on the reading, he took 4 units of novolog insulin. Customer stated his wife found him that night around 9:30pm unconscious. Customer's wife called 911 and he was life flighted to the hospital where he was admitted for 14 days. Customer reported his wife did not realize his sugar was low until they took his blood sugar on the hospital meter and received a 46mg/dl. Customer stated his wife did not administer treatment and treatment received at the hospital is unknown. Requested return of the alleged device for evaluation.